Event description:
Doctor reported events of "sepsis" from journal article: "laparoscopic gastric bypass for failure of adjustable gastric banding: a review of 85 cases", obes surg (2011) 21:1513-1519. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor or reporting.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicated the product serial number, date of event, implant date and explant date. Multiple requests for further info have been made. Allergan has received no response from the authors. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."